Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/18/2022, it was reported by a sales representative via phone that ar-9165cdg baseplate impactor blue plastic end broke while surgeon was impacting the baseplate. All broken fragments were retrieved and case was completed successfully without further issues.